Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction could not be confirmed since the device was not returned for evaluation despite making requests. Furthermore, it was decided to provide sensor replacement for the user.

Event description:
On 11 january 2020, senseonics was made aware of an instance where patient experienced multiple high ambient alerts leading to sensor removal and replacement.